Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a rash under the lifevest. The patient described the area as a slight rash, itching on the back and under breast area as well as indents from the lifevest. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.